Event description:
The customer reported to olympus that there was a no image issue while using the gastrovideoscope. The patient was not under anesthesia. No delay was reported. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. No ultrasonic image was found. Additional findings were as follows: channel tube was leaking due to damage. The bending cover was leaking due to a pinhole. The tube from the large knob was leaking due to deformation on the upward/downward angulation control knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be confirmed. Olympus will continue to monitor field performance for this device.